Manufacturer narrative:
Major bleed: the cause of the injury is most likely patient condition related since pt had bilateral perclose failed d/t calcification of femoral arteries. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical d.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the removal of impella the failure of the perclose proglide suture-mediated closure devices (vcds) is strongly correlated with severe femoral artery calcification, which prevents proper knot seating or causes suture breakage. The inability to "dry close" necessitated prolonged, high-pressure manual compression to manage bleeding. Patient coded on table. Return of spontaneous circulation was not achieved and patient expired.